Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving compounded baclofen [3100 mcg/ml] at a dose of 2489 mcg/day via an implantable pump for intractable spasticity. It was reported on 2016-09-23 that the elective replacement indicator (eri) alarm was occurring. It was noted that at the previous change on (B)(6) 2016 the eri was 26 months and that nothing was changed with the drug dose/concentration at that time. The eri alarm then occurred on (B)(6) 2016 with a replace pump by date of (B)(6) 2016. It was indicated that the eri was not expected. No symptoms were reported. It was planned that the representative would follow-up with the hcp to discuss replacing the pump sooner and have the patient come back earlier than his (B)(6) 2016 appointment. Additional information was received from a representative on 2016-10-06. It was reported that the patient was having surgery on a bed sore and that his replacement would be scheduled when he was cleared. It was noted that the office was aware and ¿on top of it.¿ no further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.